Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis; however, the 11v backup battery (serial number: (B)(4)) was returned for analysis. No log file was submitted for review. The backup battery was functionally tested and did not pass. The backup battery was inserted into a test controller and was unable to support a pump when needed. The backup battery underwent circuit analysis and during analysis, a shorted component was found. The root cause of the reported event was unable to be conclusively determined though this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The device history records for the 11v backup battery (serial number: (B)(4)) were unable to be reviewed due to the records being maintained by the vendor. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing backup battery fault alarms and requested a replacement under warranty. The patient's backup battery was replaced. Exchanging the patient's backup battery resolved their alarms.